Event description:
It was reported that the customer delivered a bolus, but it ended up being too much resulting in a low bg and subsequent vomiting. Customer consumed carbohydrates to address the bg level. The customer sought advice and was referred to contact their diabetes educator for further assistance. No additional information was provided.